Manufacturer narrative:
The reported event of "complete insufficiency of all three leaflets" could not be confirmed. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event remains unknown without further information such as patient anatomy.

Event description:
On (B)(6) 2018, a 27mm trifecta gt valve was selected for implant, the valve was removed from its original valve jar and placed in nacl solution till the surgeon was ready to implant. After implanting the valve and closing the aorta, a tee was performed, which revealed complete insufficiency of all three leaflets. The device was explanted and exchanged for a 27mm edwards perimount valve. The patient is reported to be stable.